Event description:
It was reported that the patient presented in the hospital after receiving high voltage therapy. An alert for high voltage circuit damage and possible high voltage lead issue. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of an output anomaly was confirmed in the laboratory. The device was tested on the bench and the high voltage output transistor was found to be damaged. The cause of the damaged output transistor could not be determined.